Event description:
The customer reported that the measured pressure on his olympus high flow insufflation unit was appearing abnormal during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using another device without and delays or harm to the patient.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested and the pressure indicators were consistent with the device¿s overall functionality. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the abnormal pressure was unable to be identified. Olympus will continue to monitor field performance for this device.